Event description:
Additional information received reported the cause of the event was unknown to the health care provider (hcp). On (B)(6) 2013, an early refill occurred. At that time, the hcp had expected 7.3ml and actually received 5.0ml. It was reported the patient experienced no symptoms and the patient¿s outcome was no injury.

Event description:
It was reported when the health care provider (hcp) went to refill the patient¿s pump, the physician programmer indicated there should have been 4.5ml in the reservoir however when the hcp withdrew the fluid, there was no fluid in the reservoir. It was reported there were no prior volume discrepancies. The patient¿s managing hcp had not performed the last refill, the hcp¿s fellow did. The patient had not reported any overdose or withdrawal issues since their last refill. The device system was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# n098650022, implanted: 2007-(B)(6), (B)(4).